Event description:
I had several problems with my hips due to avascular necrosis. I had two minor surgeries to try and solve my pain and to stop the progression of the disease. In the month of (B)(6) of 2008, I underwent a total right hip replacement. After a yr and 4 months, my hip started to pop out of its socket. Twice within a three week period. The doctor that did the operation went back in and tried to fix the issue. I have since fractured my femur and my right leg is one inch longer than my left. Now, I have since sprained my right ankle due to my back being off and my legs being so far out of wack. In two days, I have to get the other hip replaced. I am not looking forward to the time and effort of doing this all over again. I have a ¿stryker¿ product, both before and as of two days from now, two of them. Did I mention that I am just (B)(6) and that I feel that I am (B)(6). Please help me in finding a solution or at best, compensation for all the pain and the suffering that I have gone through over the past two and a half yrs. (B)(6).